Event description:
A cardiac unit nurse noted the patient had a reddened area with blisters across the back and right scapula following the distribution pattern of the artic sun warmer, which was used on the patient the day before. Duoderm dressing applied for a few days.